Event description:
During an unspecified surgical procedure, the cartridge for the endopath ets-flex 45 (ats45) failed to fire. The device was changed, and a new cartridge was inserted. The cartridge failed to fire again. It was necessary to switch to a different instrument in order to proceed with the procedure.